Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-02809. The patient had recently undergone a lead revision procedure on (B)(6) 2013 (reference MFR report: 1627487-2013-04472). It was reported the patient noted his lead incision site had begun oozing and swelling, and he went to the ER on (B)(6) 2013. The patient allegedly had an elevated white blood cell count and was placed on intravenous antibiotics. Follow-up indicated the patient underwent surgery on (B)(6) 2013. The physician drained fluid from the lead incision site, and he placed the lead in a better location as the lead had migrated slightly. He also reattached the lead to the ipg since one of the lead tails had pulled out. The patient reported effective stimulation postoperative and continued on the antibiotic regimen. Additional follow-up identified the swelling had significantly decreased and the oozing had stopped. The patient was taking oral antibiotics and will see the physician for a follow-up visit.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected devices were reworked or removed and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.